Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem provided wall power adapter and cable. There was no reported adverse impact to the customer's blood glucose level. A replacement cable and wall power adapter was sent to the customer, however, the customer declined follow up and additional information was unable to be obtained.